Manufacturer narrative:
The device has been returned for analysis, the analysis is in progress. Once the analysis is complete a supplemental report will be submitted. The DHR review was performed on the device; there were no correlations / issues identified regarding manufacturing. There were no n on-conformances (ncmrs) identified and no deviations noted against the device. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed that the valve was distorted (oval shaped). Pannus overgrowth on the inflow extended several millimeters out onto the leaflet which would have significantly impaired the leaflet mobility. The impairment of leaflet mobility may have led to the thrombus formation on the outflow of the valve causing the stenosis. In addition, distortion of the annular ring can restrict the leaflets from fully opening and/or cause misalignment of leaflets during valve closure. Conclusion: based on the received information and the returned product analysis, the stenosis / high gradient was most likely caused by the pannus and valve distortion. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. (B)(4).

Event description:
Medtronic received information that three years post implant of this bioprosthetic valve, the valve was explanted due to severe valvular stenosis and high gradients measuring 70 mmhg. The valve was replaced with a 21 mm mechanical valve, no other adverse patient effects were reported. The patient¿s valve etiology on the native valve was senile degenerative calcific aortic stenosis (acquired).